Event description:
The customer contacted stryker to report that their device had a magnet switch failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated, and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a magnet switch failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.